Event description:
It was reported that a patient woke with cadd legacy pump alarming no disposable. Res vol 34 ml. Prefilled remodulin cassette. Connected new cassette to back up cadd legacy pump and pump running without alarm. No adverse patient effects were reported.